Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the device was loose internally was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had vibration, heat, and the tip of the device was damaged. The assignable root cause of these conditions was determined to be traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the craniotome device had bearing damage, the neuro tip was bent/damaged, the triangle symbol was missing, the device had vibration, component damage, illegible etching, the cutter device could not be inserted, and the device was generating heat. It was further determined that the device failed pretest for labeling assessment, visual assessment, cutter insertion, vibration assessment, and temperature assessment. It was noted in the service that the internal ¿coll¿ was loose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.